Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: prod 419488 implantable pacing lead. (B)(4).

Event description:
It was reported that during an upgrade procedure, the chronic right atrial (ra) lead looked like it may have been punctured. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation was breach cut. There was blood (not obstructed) on the proximal conductor and it was visually noted that there appeared to be explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.